Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block sensor was determined to be defective. The product was scrapped and a replacement was provided to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block sensor circuit board and sensor required replacement. The product was scrapped and a replacement was provided to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a faulty/defective flow sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in patient use when the reported event occurred.